Event description:
The customer reported restart occurrences. During normal operation, the esprit performs background checks to ensure the integrity of the system. If a problem is detected, the ventilator enters the restart sequence in which it opens the safety valve while it performs additional integrity checks. Restart is 10-20 seconds, depending upon the reason for the restart. The ventilator sounds an alarm and displays a visual message indicating the unit is in a restart sequence. Patient involvement unknown. Pending request for patient information.